Event description:
It was reported that during the procedure for treatment of a chronic total occlusion in the left anterior tibial artery, an attempt was made to advance a winn 80 guide wire through the lesion via femoral access but resistance was felt. The physician pushed and "drilled" the guide wire though the lesion but the tip of guide wire was stuck at the lesion. The guide wire was withdrawn from the anatomy and the tip of the guide wire was found to be bent and damaged. An attempt was made to shape the tip of the guide wire using a needle and the guide wire separated outside of the anatomy. A new winn 250t guide wire was delivered successfully to the target lesion. Dilatation was performed successfully using an armada 14 balloon with good results. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque winn guide wire instructions for use (IFU) states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.